Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown mentor saline breast implants experienced bilateral implant deflation postoperatively. The patient presented with bilateral rippling, and right-sided deflation was confirmed by a physician. As a result, the patient underwent explantation and replacement with unspecified 630cc mentor gel breast implants on (B)(6) 2021, and left-sided partial deflation was noted upon removal. This medwatch report is for the second of two implants.